Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the lancing device involved with this complaint (B)(4) 2014. Device evaluation was completed on march 6, 2015. The lancing device passed all testing with no faults found. Additional testing was performed on the lancing device. The lancing device was tested while being set on the maximum depth setting of 7; high-speed video showed the depth of puncture of the device to be below the minimum specification at depth setting 7. The device was examined, disassembled, and inspected with no anomalies found. A conclusive cause for the low depth of puncture could not be determined. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch delica lancing device does not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on the afternoon of (B)(6) 2014. The patient does not currently take any medication to manage their diabetes. The patient reported developing symptoms of ¿black and blue marks on fingers¿ immediately after the product issue began. The patient denied receiving any treatment for this symptom. At the time of troubleshooting, the csr discussed the patient¿s testing technique and the alleged issue was resolved. Replacement products were still sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury and they did not receive any medical treatment for this symptom.